Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician placed the one step button. However, instead of lying flat, the outer bumper shaft formed a "v." Therefore, the physician decided that the device should be removed. The device was removed endoscopically with scissors and a snare. The physician reported that the originally placed device may have been a different size than what was printed on the label. The procedure was completed with another one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be very ill. The physician reported that the patient became ill due to the procedure being prolonged for one hour, which resulted in insufflation of the abdominal cavity. The physician reported that the patient has disseminated intravascular coagulation and aggravated peritonitis. Additional information received on (B)(4) 2010 stated that the patient was out of critical condition and better. However, the patient still remains in the ICU. Additional information from the complainant (received on (B)(4) 2010) indicated that the procedure caused an aggravation of the patient's peritonitis. They indicated that this aggravation led to the dic (disseminated intravascular coagulation) experienced by the patient. Additional information from the complainant (received on (B)(4) 2010) indicated according to the physician patient recovered and moved to the ward at the end of (B)(6) however the patient got pneumonia around (B)(6) 2010. The patient is in serious condition with multiple organ failure and (B)(6). However the physician reported that the hospital does not think the peg was the direct cause because the patient did recover once. The patient is a (B)(6) male with alzheimer disease. The peg was placed due to the patient repeatedly presenting with pneumonia.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician placed the one step button. However, instead of lying flat, the outer bumper shaft formed a "v." Therefore, the physician decided that the device should be removed. The device was removed endoscopically with scissors and a snare. The physician reported that the originally placed device may have been a different size than what was printed on the label. The procedure was completed with another one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be very ill. The physician reported that the patient became ill due to the procedure being prolonged for one hour, which resulted in insufflation of the abdominal cavity. The physician reported that the patient has disseminated intravascular coagulation and aggravated peritonitis. Additional information received on (B)(4) 2010 stated that the patient was out of critical condition and better. However, the patient still remains in the ICU. Additional information from the complainant (received on (B)(4) 2010) indicated that the procedure caused an aggravation of the patient's peritonitis. They indicated that this aggravation led to the dic (disseminated intravascular coagulation) experienced by the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual evaluation found that the delivery system of the one step button was not returned for evaluation. The button device was found to be torn jaggedly in two near the proximal flange. The button that was returned was found to be a 24 french 2.4 centimeter device. The length of the button when it was placed back together was found to be 2.4 centimeters. A review of all the returned product labels indicated that the device should have been a 4.4 centimeter long device. The condition of the returned unit was consistent with the complaint incident that the device that was packaged was a 24 french 2.4 centimeter device. During the investigation, the device that was returned was found to be a 24 french 2.4 centimeter device. The device was found to be torn in two pieces, most likely due to being removed from the patient with a scissors and snare, as noted in the event description. It appears that during manufacturing, the button component was possibly mixed during processing. Also, it appears that during assembly of the button to the delivery system, the visual inspection that verifies the size of the device did not catch that the device was the incorrect length. Therefore, the most probable root cause is manufacturing. A review of the device history record was performed for lot number 13117077 and revealed no related issues to this complaint. A lot history search was performed and found no related issues against lot number 13117077. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician placed the one step button kit however, the outer bumper shaft portion split. Therefore, the physician decided the device needed to be removed. The device was removed endoscopically with scissors and a snare. The physician reported that the originally placed device may have been a different size then what was printed on the label. The procedure was completed with another one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be very ill. The physician reported that the patient became ill due to the procedure being prolonged, for one hour, which resulted in insufflation of the abdominal cavity. The physician reported that the patient has disseminated intravascular coagulation and aggravated peritonitis. Additional information received on (B)(6) 2010 stated that the patient was out of critical condition and better however, the patient still remains in the ICU.

Manufacturer narrative:
The exact age of the patient is unknown however, the patient is in their 50's. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).